Event description:
A biomedical engineer reported receiving a system message during a case. According to the engineer, the same system was used to complete the case, however, they continued to have the same problem intermittently throughout the case which caused a slight delay. Once the case was completed, the system was removed from service. This problem was reported as having happened a few times. The customer had replaced the hoses, but the problem continued. There was no pt injury reported.

Manufacturer narrative:
A company service representative examined the system and was able to replicate the reported problem. The main air source was replaced. The system was then tested and met all product specifications. (B)(4).